Event description:
It was reported that catheter entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and calcified ostial right coronary artery. A 4.00 x 16 synergy drug-eluting stent was deployed for treatment. However, following deployment, the balloon would not move over the wire. The balloon was reinflated and deflated and tried again to remove. The device was still locked onto the wire, and so everything was removed from the patient. Another catheter for final images was placed, and the stent and artery looked good with no patient complications and the procedure was completed.